Manufacturer narrative:
(B)(4). Batch # r93x22. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and to display an alert screen is blade damage. Blade damage can cause activation issues. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the harmonic device stopped working after 1.5 hours of use. The procedure was finished with a new device. There was no patient consequence. No additional details were received.

Manufacturer narrative:
(B)(4). Additional information received: the sales rep reported unfortunately there is no blade tip to examine. I am sure that the blade tip was not left in the patient, rather that somehow in the transport of the device from ¿back table¿ to product box, that the tip either fell on the surgical floor or it got knocked off while being inserted back into its original box. I feel confident about this because the surgeon described at great length how he and the resident examined the blade outside of the patient. They were working laparoscopically so it could not have fallen back in."